Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified excessive gel in the tube. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double. All tubes have twice the amount of gel than normal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified excessive gel in the tube. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double. All tubes have twice the amount of gel than normal.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for double gel was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of double gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of double gel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the user identified excessive gel in the tube. The following information was provided by the initial reporter. The customer stated: we are encountering a gel problem on some yellow tubes of a particular batch for which the quantity of gel is double.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-23. Investigation summary: bd received one hundred and ninety-four (194) samples and one (1) photo for investigation. The samples and photo were reviewed and the indicated failure mode for excessive gel was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of excessive gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of excessive gel. Bd was not able to identify a root cause for the indicated failure mode.